Event description:
The customer reported a fluid leak of an unknown volume from a coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The instrument operator was wearing a lab coat and gloves at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced tubing to the blood sampling valve (bsv) assembly. (B)(4).